Event description:
A surgeon reported having a pt who did not get "the desired result" following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that no further surgical steps will be taken. No further info is expected.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. No further info is expected. (B)(4).